Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) represents the adverse event which occurred on (B)(6) 2015. (B)(4) represents the adverse event which occurred on (B)(6) 2015.

Event description:
It was reported by an attorney that the patient underwent epigastric hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2015 and mesh was implanted during which the surgeon noted ¿the procedure required extensive dissection of for the removal of the mesh.¿ it was reported that the patient underwent removal surgery on (B)(6) during which the surgeon noted ¿the mesh was not incorporated into the patient¿s tissues and was well encapsulated in what almost appeared to be a hernia sac of scar tissue. The encapsulation and failure to incorporate were consisted with a reaction and the patient¿s symptoms.¿ it was reported that the patient experienced severe pain, nausea, chills, inflammation and loss of appetite. Other procedure is captured in separate file. No additional information is provided.

Manufacturer narrative:
Date sent to FDA: 9/21/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 9/11/2020 additional information: d3, d4, g1, g2.